Event description:
The ins was replaced. The patient received no benefit from the device. The patient outcome was noted as no patient injury.

Manufacturer narrative:
(B)(4). Extension, model 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Lead, model 3389s-40, lot# v061015, implanted: (B)(6) 2008, explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery voltage on the patient's right neurostimulator was fluctuating. It started out at 3.75v, went up to 3.9v, then subsequently went down to 3.71v. It was noted that this behavior could happen when around a doubler circuit. This battery has been implanted for approximately 4 years, and therapy was reported to be fine. It was also reported that the patient had a fall, but did not appear to hit their head. Most electrode pairs with contact 0 were above 2,000 ohms. The patient was programmed to 3.5v, 60us, 160hz, 3+/2-/1-/0+ and had a longevity estimate of 2.7 years. Therapy impedance was over 2 ,000 ohms because the device was programmed to contact 0, however, the patient was still getting therapy because of contacts 1, 2 and 3. It was noted that the patient had previously been programmed to 3v, 60us, 160hz, 3+/1- with a longevity estimate of 6 years, but was changed to the above parameters in (B)(6).